Manufacturer narrative:
(B)(4). Continued from section d11: sheath introducer (7f shuttle sheath, cook inc), guidewire (chikai, asahi intecc), guiding catheter (4.2f fubuki, asahi intecc), micro catheter (headway, terumo/ prowler select plus), balloon catheter (shouryu,kaneka), dcs syringe, non-codman coils, galaxy orbit coil. It was reported that the device would be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that an orbit galaxy complex xtrasoft ((B)(4)) was used during a coil embolization procedure for an 8.0 x 3.5mm ruptured internal carotid-posterior communicating aneurysm, and it was noted that there was positioning difficulty, coil protrusion into the parent vessel, the coil became stuck in the microcatheter during attempted withdrawal, the coil unraveled or detached and the anterior communicating artery became blocked and the patient experienced a stroke. The patients vessel was moderately tortuous; however, the level of calcification was unknown. Reportedly, the sheath introducer was advanced to the right internal carotid artery and a balloon catheter was advanced near the neck of the aneurysm. The guide catheter and microcatheter were advanced to the lesion. Coil embolization was performed from the backside with the non-codman coils, as the lesion was an awkward shape, and half of the embolization was completed. Next, a galaxy 3 x 6 was placed and the compliant orbit galaxy complex xtrasoft was used. The physician attempted to place the coil several times. The coil was finally placed completely in the aneurysm; however, it was noted that the coil fell out of the aneurysm to the neck of the parent vessel. The physician attempted to retract the coil, but it got stuck at approximately 1.5cm in the microcatheter. The physician pushed the coil a little, but then the loop of the coil fell mostly out of the aneurysm. Under dsa photography, the physician noted that the anterior communicating artery (aca) was blocked. It was not possible to keep a coil down by the stent, so the coil was retrieved. The balloon catheter was removed and the microcatheter was advanced to the distal portion of the lesion and the complaint coil was completely retrieved using a micro snare (4mm). After retrieval, it was confirmed that the aca was canalized under dsa photography and there was no occlusion. The physician noted that it was unknown if the coil was unraveled or detached. The procedure was successfully completed. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to or after the event. It was reported that the coil and two delivery tubes will be returned for investigation; however, it is unknown which delivery tube was used with the complaint product. No further information was available.

Manufacturer narrative:
Review of procedure films was conducted on 11/14/2016. Conclusion: it was reported by a healthcare professional that an orbit galaxy complex xtrasoft (640cx0306/ 17482872) was used during a coil embolization procedure for an 8.0 x 3.5mm ruptured internal carotid-posterior communicating aneurysm, and it was noted that there was positioning difficulty and the coil protrusion into the parent vessel. The coil became stuck in the microcatheter during attempted withdrawal, and the coil unraveled or detached. The anterior communicating artery became blocked and the patient experienced a stroke. The patient¿s vessel was moderately tortuous; however, the level of calcification was unknown. Reportedly, the sheath introducer was advanced to the right internal carotid artery and a balloon catheter was advanced near the neck of the aneurysm. The guide catheter and microcatheter were advanced to the lesion. Coil embolization was performed from the backside with the non-codman coils, as the lesion was an awkward shape, and half of the embolization was completed. Next, a galaxy 3 x 6 was placed and the compliant orbit galaxy complex xtrasoft was used. The physician attempted to place the coil several times. The coil was finally placed completely in the aneurysm; however, it was noted that the coil fell out of the aneurysm to the neck of the parent vessel. The physician attempted to retract the coil, but it got stuck at approximately 1.5cm in the microcatheter. The physician pushed the coil a little, but then the loop of the coil fell mostly out of the aneurysm. Under dsa photography, the physician noted that the anterior communicating artery (aca) was blocked. It was not possible to keep a coil down by the stent, so the coil was retrieved. The balloon catheter was removed and the microcatheter was advanced to the distal portion of the lesion and the complaint coil was completely retrieved using a micro snare (4mm). After retrieval, it was confirmed that the aca was canalized under dsa photography and there was no occlusion. The physician noted that it was unknown if the coil was unraveled or detached. The procedure was successfully completed. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to or after the event. It was reported that the coil and two delivery tubes will be returned for investigation; however, it is unknown which delivery tube was used with the complaint product. No further information was available. Analysis unit 1 (coil and hypotube): two units of non-sterile og cmplx xtrasoft coil 3x6 were received coiled inside boxes inside of a plastic bag. The hypotube was inspected and it was found kinked 9.2 and 130 cm from the proximal end of hub. The introducer was received un-zipping and it was found without damage. The support coil was received outside introducer without any damage. The gripper was received outside of the introducer while the embolic coil was received separated inside a box. The gripper and embolic coil were inspected under vision system; no damages were noted on gripper. No obstructions or damage was noted on the purge hole also marks of the embolic coil were attached to the gripper can be observed. The embolic coil was found kinked and stretched. Residues of dry blood were noted on it. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to that the embolic coil was received separated of the gripper. The review of lot 17482872 found one (1) rejected unit for coil stretch that may be related to the reported complaint. The DHR review confirmed that the rejected unit was properly segregated and discarded. Controls are in place to detect such nonconformities. No other issues were noted that were considered potentially related to the reported complaint. Analysis unit 2 (hypotube only) the hypotube was inspected and it was found without any damage. The introducer was received un-zipping and it was found without damage. The support coil was received outside introducer without any damage. The gripper was received outside of the introducer and no damages were noted on it. The embolic coil was not returned for evaluation. The gripper was inspected under vision system; no damages were noted on it. No obstructions or damage was noted on the purge hole also marks of the embolic coil were attached to the gripper can be observed. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to that the embolic coil was not returned for analysis. Film review: received 1 cd with approximately 43 second film image. Visible is the ¿road map¿ image used for location of the devices within the vasculature while working in real time overlaid on the real time imaging of the device being manipulated. The microcatheter is visible proximally to the target aneurysm, coil mass is visible within the target aneurysm and the complaint coil system can be seen being retrieved from the target lesion. As the image proceeds, the coil is pulled proximally into the parent vessel. The proximal dpu marker is clearly visible within the catheter lumen. When the proximal dpu marker is noted to be approximately 2 cm inside of the catheter, it appears that the coil meets resistance to the backwards force. The coil and proximal markers can be seen ¿bouncing¿ several times and then the coil becomes detached from the delivery system. It is unclear if the coil became unraveled/stretched; however, it was prematurely deployed from the dpu. Stroke or cerebral infarction and coil migration into normal vessels adjacent to the lesion are complications specific to embolization procedures and are listed in the instructions for use (IFU) as such. The report of the coil being stuck in the microcatheter was confirmed based on the film review. The reported positioning difficulty and coil blocking the artery were confirmed by film review. The premature detachment and coil stretching was confirmed based on the condition of the returned device and with review of films. The condition found on the embolic coil was apparently caused by applying excessive force on the device, but it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural and aneurysm factors appear to have contributed to this failure. There was no evidence this was related to a manufacturing issue; therefore, no corrective action will be taken at this time.